Event description:
It was reported the customer has experienced high blood glucose levels. Pump passed delivery system check. Insulin loaded into cartridge was cold.

Manufacturer narrative:
No product returning for eval. Should new info become available, a supplemental form will be submitted. Per tandem's user guide, "insulin should be at room temperature before filling cartridge".